Event description:
Rn (registered nurse) used new braun caresite luer access device that was placed on patient's central line lumen, reported having difficulty aspirating blood from the lumen via the device.